Manufacturer narrative:
Result: cracked right head-end siderail panel.

Event description:
It was reported by service report that the right head-end siderail was damaged. No pt involvement or adverse consequences were reported.